Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip and steerable guide catheter devices referenced filed under separate medwatch report numbers.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and implanted in a2/p2. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was implanted for stabilization, reducing the mr to 2. When the steerable guide catheter (sgc) was to be withdrawn, a clot was noted to be attached on the sgc tip. Aspiration was performed and the clot was removed successfully. The patient was heparin-induced thrombocytopenia (hit), therefore, the procedure was completed. Two clips implanted reducing mr to 1-2. No additional thrombus was seen in the patient. All of the thrombus that was seen was in the steerable guide catheter. Additional information received reported that on (B)(6) 2022 the patient returned with shortness of breath and echocardiogram showed the second clip had detached from the anterior leaflet and mr had increased to 4. There was no treatment performed and the patient is consulting a surgeon. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to patient anatomy. Mitral regurgitation (mr) was due to the procedural conditions of the slda. Dyspnea appears to be a cascading effect of the mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.